Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure and bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 15.2 mmol/l (273.6 mg/dl) between 5 and 24 hours of wearing the pod. The reporter stated they gave themself 3 units of insulin, but the levels were not decreasing. The reporter stated the pink slide did not move forward, indicating a needle mechanism failure. Upon removal of the pod, the cannula was visible and was found to be bent. It was further reported that the cannula did not insert into their skin.

Manufacturer narrative:
The pod was received for evaluation fully deployed. The investigation found no timeouts or drive stalls. The pod arrived in pod state 15 delivering more than 200 pulses, and the pod data indicates typical user-device interaction with multiple boluses¿ being programmed. The needle mechanism was reset and redeployed successfully using the lock n load fixture. Inspection of the bottom housing and environmental seal found no damage and the cannula assembly was not bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. There were no problems found.